Event description:
It was reported that a percutaneous coronary intervention (pci) was performed for a heavily calcified chronic total occlusion (cto) in the left circumflex artery (lcx). An asahi caravel mc microcatehter was used with an asahi sion blue guide wire to approach the target lesion retrogradely from the right coronary artery (rca). During approach attempts, the distal segment of the subject caravel mc microcatheter was caught in the distal segment of the right ventricular branch (rvb). When withdrawal attempts were made, the tip segment of the microcatheter was ruptured. As the microcatheter was replaced by an unspecified device to continue the approach, without success, the procedure was terminated. It was informed that there were no adverse patient effects caused by the event.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749 this case is being reported because the subject caravel mc microcatheter (model# crv135-19m) is being distributed as the caravel micarocatheter (model# crv135-19p) in the us. Brand name (d1) is, therefore, caravel mc as indicated on the product package label; accordingly, the product name in this report is referred to as caravel mc microcatheter. The reported caravel mc microcatheter was returned for investigation. The returned caravel mc microcatheter was found with its tip torn off. Microscopic observation of the distal tip found scratch marks on the tip surface, indicating that the distal tip was in contact with a hard and sharp object. The tip segment proximal to the torn end was found with circumferential cracks, indicating that the distal tip polymer was stretched. The tip fracture edge was found with the inner jacket with a trace of ductile fracture coming out as well as exposed braids. The investigation findings revealed that the tip segment of the caravel mc microcatheter (originally 5mm in length) was stretched and torn off at approximately 2mm from its tip end, where the braided and polymer-coated segment ends and the polymer-only segment begins. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that tension generated with withdrawal attempts might have been applied to the subject caravel mc microcatheter while its distal segment was caught due to anatomical and lesion conditions. Consequently, the tip polymer was stretched and torn off. Although it was concluded that this event was not attributed to product quality, it was concluded that the fragment left in the patient anatomy was a health hazard. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) ~ this microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) ~ do not insert or withdraw this microcatheter into or through stent struts. [Malfunction and adverse effects] ~ separation.